Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue: the reading shows 20 units more insulin available than are present in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: no debris were observed in the cartridge compartment. The rewind and load cartridge steps were performed successfully and then the cartridge was primed to (B)(4) units. The cartridge was visibly confirmed to hold (B)(4) units and then the prime steps were performed again. The piston stopped at (B)(4) units and the display correctly showed that there were (B)(4) units remaining. There was no evidence of moisture observed in the pump. No damage was found to the lead screw or internal components.